Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a abdominoperineal resection and laparoscopy the clip malfunction occurred frequently, the clip could not be closed securely. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that there were no clips remaining in the instrument. The clip counter was no longer active. The interlock of the device was not engaged. The handle of the device was cycled and the clip pusher advanced as normal. Some binding was noticed when cycling the handle. Clip formation could not be evaluated as no clips appeared to be in the instrument. The instrument was disassembled and components were found to be present and without abnormality. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.